Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 622 mg/dl, 248 mg/dl, and 197 mg/dl; 247 mg/dl and 128 mg/dl. The comparisons were performed on different dates. The result of 622 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.